Event description:
Customer reported that the sensor reading was 125 mg/dl when the blood glucose was 115 mg/dl. At the time of the report, the blood glucose reading was 78 mg/dl. He also reported that the blood glucose reading was 105 mg/dl when the sensor reading was 56 mg/dl. The sensor glucose graph was not trending in the direction of the blood glucose. Nothing further was reported.

Manufacturer narrative:
Analysis not required due to received sealed sensors being expired.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.